Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment. Additional information will be provided following the conclusion of the investigation.

Event description:
Reference importer # 1419652-2014-00301.